Manufacturer narrative:
The subject device was received and evaluated. Device evaluation noted the reported customer issue was not confirmed. However, evaluation noted the bending section a-rubber glue was noted to be cracked and multiple dents were found in the insertion tube. Additionally, evaluation found as stated in section b5, flicker, intermittent image displayed. Based on investigation results, the reported customer issue was not confirmed. The cause of the reported issue cannot be determined. The image issue was noted to be due to damage component failure and attributed to electronic component failure. Olympus will continue to monitor complaints for this device.

Event description:
Customer reported "failed leak test". The issue was found during reprocessing. Event date was not provided. There was no patient involvement in this reported event. Device inspection found the device displayed intermittent/flicker image.